Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown; expiration date - unknown ; date implanted - 1992; PMA/510(k) number; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components. Muscle and fibrous tissue laxity can also contribute to these conditions." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a right total hip arthroplasty on an unknown date in 1992. Subsequently, the patient was revised on (B)(6) 2016 due to dislocation. The cup, liner, and head were removed and replaced with competitor products.